Event description:
The tip of the driver broke while surgeon was inserting an ar-1380b. The bone turned was 10mm. The implant was fully inserted when the driver tip broke off. Tip remains inside the implant in the pt. No adverse consequences reported with the pt as a result of event. This device is used for treatment.